Manufacturer narrative:
Explant was reported due to regurgitation, stenosis, and high gradient. The investigation found that all three leaflet were fibrotically thickened. All three leaflets contained calcifications. There was fibrous pannus ingrowth on the outflow surface of leaflet 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined; however, the calcification noted limited the mobility of the leaflets, which could have contributed to the reported event.

Event description:
On (B)(6) 2016, a 19mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with aortic regurgitation, aortic stenosis, and a mean gradient of 40mmhg. On 20 november 2019, the device was explanted. When explanting the valve, the physician observed calcification on the leaflet, mostly externally in the middle of each cusp, and pannus in the ring below the valve. The device was explanted and successfully replaced with a 19mm trifecta gt valve. The patient remained hemodynamically stable post procedure.

Event description:
On (B)(6) 2016, a 19 mm sjm trifecta valve was implanted. On (B)(6) 2019, the patient presented with aortic regurgitation, aortic stenosis, and a mean gradient of 40 mmhg. On (B)(6) 2019, the device was explanted and successfully replaced with a 19 mm trifecta gt valve. The patient remained hemodynamically stable.